Manufacturer narrative:
A patient experienced ineffective stimulation was reported to abbott. As a result, the system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken wherein the entire system was explanted.